Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at the insertion site. The customer also allegued that the insulin pump was under delivering the insulin and noticed there were air bubbles in the reservoir. Blood glucose value at the time of event was 250 mg/dl. The hyperglycemia was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a. Troubleshooting was performed for hyperglycemia. Customer had been using the insulin pump system within 48hours of reported event. Customer stated auto mode/smartguard feature active at time of reported event. Customer declined to check pump settings. Customer declined to test pump. Troubleshooting was performed for air bubble anomaly. Confirmed used room temperature insulin. Customer did not have plunger available to attempt purging of air bubbles. Instructed customer to change set as needed. Troubleshooting was performed for site issues. Advised customer to change product. No further patient complications were reported. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.